Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned rotablator burr was attached to a test advancer and a tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connection. An attempt was made to wire guide the burr unit using a control guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found to be misshapen. A scratch test was performed and this confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The dfu states, ¿always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system¿. (B)(4).

Event description:
Same case as 2134265-2011-01618. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. While platforming the 1.25mm rotablator burr, the burr had been left in one position on the guide wire for an extended period of time. The rotawire guide wire was removed and it was noted that the proximal portion of the guide wire had fractured outside of the guide catheter and outside of the patient. Another rotawire guide wire was used with the same burr; however, they were unable to load the burr on the guide wire. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.